Event description:
A report was received that the pt underwent a revision. The pt's leads were replaced due to migration and the physician chose to explant and replace the ipg as the pt had previous surgeries in which electrocautery was used. The physician did not want to connect new leads to a potentially damaged ipg.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.